Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During this inspection, no deviations from the technical specifications were found that could be related to the clinical complaint. The lead turned out to be in conformance with specifications and free of defects. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that an increase in pacing thresholds was observed approx. 4 months after implantation. The x-rays showed no change of position. The lead was explanted.